Event description:
It was reported that midway of the laparoscopic sigmoid resection case, the device got stuck and could not open the jaw for a period. The staff managed to open the device¿s jaw after fiddling with the handpiece. Tried to clean tip as much as the staff could. The procedure required use of new device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.